Manufacturer narrative:
Device history records (DHR) of the product in questions was reviewed, and no discrepancy/deviation has been observed. The device was removed from the facility and being analyzed by mindray. Mindray service engineer has inspected the device, the test result indicated that it's working properly, we can not duplicate the reported problem. The matte of battery coil spring coating film would not affect the electronical conductivity. We analyzed the issue and believe the problem was due to the battery coil spring may become deformation and flattening during the customer using process that result in a lose connection of the battery.

Event description:
Customer reported that the telemetry box has intermittent stops. In a control by a biomedical technician, observation of the lack of led flash. During mobilization batteries in their housing, the left lights. Observation of the change in the appearance of a negative terminal in the housing (matte and not brighter). No patient was dead or injured.